Manufacturer narrative:
A device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Battery pack sn (B)(4) was returned and evaluated at the distributor. The distributor evaluation confirmed that the battery pack was fully functional. The battery was able to recharge and power on a monitor. There was no battery malfunction observed. No indication at this time of a device malfunction contributing to the reported event. A review of the downloaded flag and ECG data is currently underway.

Event description:
It was reported that the patient passed away sometime on the night of (B)(6) 2018 or morning on (B)(6) 2018. The patient's sister reported that the death was due to a heart attack and that the patient was not wearing the device at the time. The patient was reportedly at home by himself at the time. It was reported that on the evening of (B)(6) 2018 the patient had been at his ex-wife's house and was sweating and throwing up. He reportedly went home and passed away sometime after returning home. The patient's sister also noted that police went to the house and found the patient on the floor not wearing the device. The sister reported that the patient had fallen down due to a heart attack. Follow up with the doctor's office indicated an official time of death of 09:27 am on (B)(6) 2018. Trained ECG technicians performed an analysis of the available ECG data. Per the analysis of the event, the patient was in a sinus rhythm/sinus tachycardia from 90 to 120 bpm with pvc and motion artifact when the device shut down on (B)(6) 2018. Per the flags, the monitor shutdown around 6:20 am due to a fully depleted battery pack. The battery had been used in the monitor for about 21 hours prior to its full depletion. Prior to deactivation artifact was visible on the ecgs. Per the police and patient's sister, the patient had removed the device at some point following the device shutdown. It is unknown at this time what caused the artifact on the ECG prior to shutdown or what caused the battery pack depletion. Investigation of the downloaded flag and ECG data is currently underway.

Manufacturer narrative:
Follow-up report - additional information (10/25/2018): per the available ECG and flag data, the patient experienced ECG fall-off and a check te pad notification at 6:59:50 pm on (B)(6) 2018. Review of the flags indicates that the patient received a single "te placement fault notified" flag. The presence of a single "te placement fault notified" flag, combined with the continued ECG fall-off visible on the long term ECG recording until device shutdown, suggests that the patient did not acknowledge the check te pad notification screen that would have been displayed on his monitor. If a check te pad notification screen is not acknowledged and cleared by the patient, the monitor's display will stay on and the associated audible alarm continue, contributing to the faster depletion of the battery pack's charge. The cause of the ECG fall-off and check te pad notification could not be positively identified. The equipment was returned and found to be fully functional upon receipt. There was no indication of any damage that would cause te or ECG fall-off. A possible cause of the electrode fall off includes poor contact between the ECG and therapy electrodes and the patient's skin. It was reported that the patient was not wearing the device at the time of passing. At this time, it is unknown when the patient removed the device. There is no indication at this time of a device malfunction contributing to the patient passing. A device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Battery pack sn (B)(4) was returned and evaluated at the distributor. The distributor evaluation confirmed that the battery pack was fully functional. The battery was able to recharge and power on a monitor. There was no battery malfunction observed. No indication at this time of a device malfunction contributing to the reported event. A review of the downloaded flag and ECG data is currently underway.

Event description:
It was reported that the patient passed away sometime on the night of (B)(6) 2018 or morning on (B)(6) 2018. The patient's sister reported that the death was due to a heart attack and that the patient was not wearing the device at the time. The patient was reportedly at home by himself at the time. It was reported that on the evening of (B)(6) 2018 the patient had been at his ex-wife's house and was sweating and throwing up. He reportedly went home and passed away sometime after returning home. The patient's sister also noted that police went to the house and found the patient on the floor not wearing the device. The sister reported that the patient had fallen down due to a heart attack. Follow up with the doctor's office indicated an official time of death of 09:27 am on (B)(6) 2018. Trained ECG technicians performed an analysis of the available ECG data. Per the analysis of the event, the patient was in a sinus rhythm/sinus tachycardia from 90 to 120 bpm with pvc and motion artifact when the device shut down on (B)(6) 2018. Per the flags, the monitor shutdown around 6:20 am due to a fully depleted battery pack. The battery had been used in the monitor for about 21 hours prior to its full depletion. Prior to deactivation artifact was visible on the ecgs. Per the police and patient's sister, the patient had removed the device at some point following the device shutdown.